Event description:
The customer alleged that she received control test results that were high, out of specification. While troubleshooting, she performed control tests and received results of 408 and 406 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.